Event description:
In 1996 pt underwent right total hip replacement using zimmer centralign femoral stem. Following, in 1998, x-rays revealed the stem had loosened due to osteolysis and in 1998 pt underwent revision. Post-op in 1999 pt was noted to have further osteolysis and possible infection. In 1999 pt underwent additional operative procedure to rule out infection and assess further osteolysis. No infection found, antibiotic beads and bone grafts placed.